Event description:
Home patient (hp) reported a system error alarm 2240 when the pt line of homechoice set accidentally became disconnected form transfer set during treatment. Hp discontinued treatment at time of the 2240 alarm. Hp was given prophylactic antibiotics. There was no pt injury reports.